Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using powerport m.r.I. Isp. It was reported that during a procedure, an 8 fr sheath was intended for use, but no insertion attempt was made because the sheath was found to be broken, preventing it from being inserted. Further, it was reported that the sheath was kinked. There was no reported patient injury.

Manufacturer narrative:
H11: h10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.